Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one trek bone marrow kit cannula, ejector rod, and ejector guide loaded together were received for evaluation. Upon visual evaluation, the sample appeared to have blood residue throughout. Residue was noted throughout the returned devices. Under microscopic observations, a crack was noted to the introducer cannula hub. Due to the nature of the complaint, no functional testing was not performed to the samples. Therefore, the investigation is confirmed for the identified crack as crack was noted to the introducer cannula hub. However, the investigation is unconfirmed for the reported break as no break was noted on the cannula hub. A definitive root cause for the reported break and identified crack issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, medical device expiration date, unique identifier (UDI) #, g3. H4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone biopsy procedure, the cannula allegedly broke when tried to aspirate the marrow. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a bone biopsy procedure, the cannula allegedly broke when tried to aspirate the marrow. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.